Event description:
It was reported that the pacemaker was implanted (B)(6) 2022, following a routine generator change and discharged (B)(6) 2023. The patient alleged a dispute with the hospital following the procedure with regards to service charges. The patient as a result changed hospital and physician. On (B)(6) 2023, the patient underwent a follow up at his new hospital where he was told the remaining life expectancy on the pacemaker was 4 years with a voltage of 2.99 v. Since the device had only been implanted for 8 months, premature battery depletion was alleged. Concerns about the risks involving shorter battery life, product quality, possibility of replacement surgery within a shorter period than anticipated and possible consequences to the patient were made. Subsequent information from the following physician notes the patient had old leads implanted in 2009 that had normal function, integrity and parameters but high battery usage thereby affecting battery life and the patient was asymptomatic. The physician's plan was to replace the outdated leads most likely when the patient reached elective replacement (eri) as projected in 4 years.